Manufacturer narrative:
(B)(4). Device code: 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Reported "replace sensor" alert during session without any other alerts but interrupted readings.